Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed by moving the patient to another room. A remote service engineer (rse) instructed the biomed to open the m-cabinet and it was identified that the system had no power and there was no light visible on the on/off switch of the gpdu (generalized power distribution unit). It was determined that the issue was caused from a power supply on the hospital¿s side, which was resolved by the hospital building services. The system was returned to use in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to prevent the activation of radiation. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.